Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. No trends were identified for the lot and there were no nonconformances that would have contributed to the issue reported by the consumer. Review of the DHR and supporting documentation showed no evidence of issues present that would have an association with this malfunction of tampon performance. The investigation revealed no issues that would require corrective action for the product manufactured.

Event description:
1/3 of this tampon broke off [device breakage]. Remained stuck inside of me [foreign body in reproductive tract]. Never use your product again for fear of having to face an extremely uncomfortable, embarrassing, and expensive procedure again [fear]. Case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a white/caucasian 23-year-old female who was using playtex sport plastic (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date over 10 years ago (relative to (B)(6) 2022), the consumer started use with playtex sport plastic. On (B)(6) 2022, after inserting the product and after 7 hours of the tampon being in her, the consumer had 1/3 of the tampon break off and remained stuck in her. She had to pay for an ER (emergency room) visi, had a pelvic exam, and had the remaining piece of tampon removed using a speculum and forceps. She thought the tampon was defective. She did not want to use this product again for fear of having to face an extremely uncomfortable, embarrassing, and expensive procedure again. She thought if she had not noticed the piece had broken off and known to have it removed, she would have become septic. As of (B)(6) 2022, the status of fear was ongoing. No additional information was provided.